Event description:
After connecting the leads (atrium and ventricle) to the pacemaker, dislocation of the atrial lead is observed. The atrial lead is disconnected, replaced and then cannot be connected to the pacemaker, the screw is not tightened. The two leads are disconnected and connected to a new alizea pacemaker without problems. The atrial lead dislodgement will be analyzed under another complaint and reported to FDA (MFR report number: 1000165971-2024-01138 ).

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular ports are found clear of any obstructions. - the ventricular silicone cap was not punched in the middle indicating that there was no contact or not enough between the screwdriver and the ventricular setscrew tip. - the atrial silicone cap was found damaged more than expected with the presence of a long crack and a large hole. In addition, the atrial setscrew tip was found damaged at the extremity. Those observations indicate that too much strength to apply a contact between the screwdriver and the atrial setscrew tip generating a damaged on the atrial setscrew tip extremity. - the atrial setscrew was found completely unscrewed indicating that the user has probably completely unscrewed the atrial setscrew then removed the screwdriver. Afterwards, he was not able to reposition the setscrews. - it is known that when a setscrew is completely unscrewed, it can be difficult to screw them again. This observation can explain the issue reported in this complaint at the atrial level. - based on the available information, no issue is suspected on the pacemaker. Please refer to the attached analysis report.

Event description:
After connecting the leads (atrium and ventricle) to the pacemaker, dislocation of the atrial lead is observed. The atrial lead is disconnected, replaced and then cannot be connected to the pacemaker, the screw is not tightened. The two leads are disconnected and connected to a new alizea pacemaker without problems. The atrial lead dislodgement will be analyzed under another complaint and reported to FDA (MFR report number: 1000165971-2024-01138 ).